Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during or after use the stimulus was not working. There was inconvenient for staff; had to open an additional probe. No apparent harm. There was no unexpected or prolonged care and the issue occurred for the first time. There was no patient or staff impact.

Manufacturer narrative:
H3: analysis of product 8225825 of lot# 0216154031 found that visually, the probe tip was missing and not returned. There was biological contaminant on the handle. Electrically, there was no continuity between the distal molex connector and the proximal protected connector. A reference probe tip securely fit into the handle with no problem. Functionally, the probe was connected a nim system using a 1.0 ma stimulating current and a 100 v threshold and, while stimulating with a patient simulator, there was no response and the incrementing button failed to increase or decrease the current which of the would have resulted in the reported event. For further analysis, the handle was disassembled. Under magnification, there was insufficient solder on the contacts pads of the circuit board. There was no exposed wire between the connectors. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. H6 : codes updated. Previous fdm b17, fdr c20, fdc d14 and img g04102 codes no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.